Manufacturer narrative:
Additional information: the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 15, 2014. Based on qa assessment, the product met specifications at the time of release. The pneumatic module was received for evaluation. A visual assessment of the returned sample did not reveal any nonconformities. The sample pneumatics module was installed in a calibrated system which boot up without any system messages (sm). The system was not able to recognize a 25ga or 23ga vit probe, and defaulted to 23ga low speed setting. The system was not able to pass. The component pneumatic module was determined to be nonconforming and was replaced. The system then met specifications as it relates to the reported event and was able to recognize a 25ga and 23ga vit probe. The root cause of the reported event can be attributed to a nonconforming component on the pneumatics module. (B)(4).

Event description:
A nurse reported that the system switched modes by itself during a surgical procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).